Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2015 with the following findings: a review of the pump¿s black box showed no evidence of loss of prime warnings (cs162). During testing, the pump successfully the performed the rewind, load cartridge and prime steps with no alarms or warnings occurring. Testing revealed that the force sensor calibration was out of specification. The force sensor resistance was within required specifications. The loss of prime issue was not duplicated during investigation.